Event description:
Medical records were received: doi: (B)(6) 2014: patient received bilateral sigma tkas to treat osteoarthritis. Bilateral patellas were resurfaced and unknown cement was utilized. The procedure was completed without complications. Doe: (B)(6) 2023: patient presents to clinic with effusion, pain, grinding sensations, walking difficulty, and crepitus of the left knee. Physical exam identifies 1 mm laxity and confirms walking difficulty, effusion, and synovitis. X-rays identify a stable knee with a very thin lucency under the anterior flange. The patient is referred for exploratory surgery to identify the source of the synovitis and crepitus. There were no indications that the procedure has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for chronic effusion. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6), 2014. Date of event: (B)(6), 2023. (Left knee) treatment: exploration and possible revision.